Event description:
It was reported that the device screen freezes during power on and becomes inoperable. There was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the connecting flex assembly between the user interface pcb and memory/system pcb to observe proper device operation through functional and performance testing. The device was returned to the customer for use.